Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. There¿s no bpa detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
Related manufacturer reference number: 2017865-2021-07731. It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting premature battery depletion due to elevated right atrial capture threshold. Revision of the right atrial lead was attempted; however, the physician was unable to obtain venous access. The physician elected explant and replace the generator to maximize battery longevity and had not alleged malfunction with the lead or device. The patient was in stable condition.